Event description:
It was reported that a malfunction occurred on the pump after it was left in the sun for a while. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.